Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to inflation issues and fluid leakage. The reservoir was reported to be full; the pump was empty and presented a small bubble. Also, the pump did not squeeze and was not moving fluid. Besides that, the cylinder presented a hole; however, the physician suspected it was made during the removal of the device. The device was explanted and replaced. No patient complications were reported.